Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('your coil on the left is a grade 1 thats means it is intertering your inner endometrial lining') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain lower ("cramping persists"), pelvic pain ("pain") and genital haemorrhage ("bleeding"). Essure treatment was not changed. At the time of the report, the embedded device, abdominal pain lower, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, embedded device, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain lower, pain , bleeding, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('your coil on the left is a grade 1 that means it is interfering your inner endometrial lining') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On a unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain lower ("cramping persists"), pelvic pain ("pain") and genital haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the embedded device, abdominal pain lower, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, embedded device, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain lower, pain , bleeding, embedded device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.